Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 272 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.